Manufacturer narrative:
(B)(4)

Event description:
The customer stated that she had been getting sample short alarms on the cobas 6000 c (501) module - c501 on (B)(6) 2018 and (B)(6) 2018. One patient sample also had an erroneous result that was reported outside of the laboratory for bilt3 bilirubin total gen.3 (tbil). The sample initially resulted as 0.22 mg/dl, which was reported outside of the laboratory. The sample was pulled and repeated, resulting as 18.82 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The tbil reagent lot number was 24008001, with an expiration date of 31-oct-2018. The patient sample was icteric. The field service engineer determined that there was abnormal sample probe aspiration. He cleaned the sample probe and made adjustments. He ran precision testing. The customer ran calibration and controls; all values were within range. The analyzer was working within specifications.